Event description:
An x-ray indicated that the patient had only partial insertion of the electrode array. The patient has been monitored by the center. Surgery to re-position the patient's electrode array has been scheduled.